Event description:
It was reported that pump screen became frozen and did not respond to touch, so customer was unable to interact with pump. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump using instructions from technical support, and pump touchscreen responded normally after reset.